Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a blank display issue. The customer¿s blood glucose level was 368 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and the insulin pump display goes blank when a button is being pressed . The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields . Customer also reported that a replacement battery cap has already been sent. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery power loss or motor error alarm, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip. Medtronic, inc.